Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure <<was/was not>> confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component analysis revealed characteristic elements and peaks similar to silicone rubber. The rubber material may be a chipped piece of rubber used in endotherapy accessories (packing for air/water valve, tube used during cleaning, and tube for water supply tank), but as its origin varies widely, it could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: please read before use, chapter 3 preparation and inspection_3.3; inspection of the endoscope_3.8; inspection of the endoscopic system. Chapter 5 troubleshooting_5.2 how to identify irregularity and countermeasures against troubles, reprocessing manual - chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope exhibited foreign matter coming out of the nozzle. There are no reports of patient involvement.